Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-13999mff was received for investigation. Functional testing identified that the sample needle could not be deployed properly, as it appeared as though the distal end of the tube was blocked, mostly likely by a fragment of a needle from the end user. The actuating mechanism at the handle functioned properly when the sample needle was withdrawn from the tube. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle and/or unsecure grasp of tissue.

Event description:
It was reported that the device is not grasping properly and the needle is not properly pushed forward. The problem was noticed after surgery / treatment. There was no harm or adverse event for patient, operator or third party reported. No further information received.